Event description:
The hospital reported that the vasoview hemopro vh-3500 jaws (or jaw area) of cautery get stuck at or near the end of the cannula while moving them in and out. It¿s hard to tell what part of the cautery is causing it to snag but it is near the jaw end, and it is hard to tell what part of the cannula that the cautery is catching on but it is either the tip or where the plastic meets the metal near the tip. No added incisions were required. They finished the case using the defective kit.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the vasoview hemopro vh-3500 jaws (or jaw area) of cautery get stuck at or near the end of the cannula while moving them in and out. It¿s hard to tell what part of the cautery is causing it to snag but it is near the jaw end, and it is hard to tell what part of the cannula that the cautery is catching on but it is either the tip or where the plastic meets the metal near the tip. No added incisions were required. They finished the case using the defective kit. No patient harm or procedural delay.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 25162305, 25162413, and 25162651 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.